Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information to reset their pump and guided them through the process. Following the pump reset, the error code did not appear again, and the caller successfully started their sensor session.